Event description:
A drive console with a known weak battery was being used to support a pt with the device. Rather than switch the pt to another drive console with sufficient battery power, the hosp staff elected to use the emergency hand-bulb pump to operate the blood pump during pt transport. After about 5 minutes of use, the hand-bulb developed approx a 3cm split, making it unusable. Another hand-bulb was connected to the blood pump without incident or any noticeable effect on the pt.

Manufacturer narrative:
Thoratec has replaced the two-piece emergency hand bulb with a one-piece seamless design. This change was submitted to the FDA in PMA p870072/s006 & approved on 1/21/98. Emergency hand bulb pumps with the seamless design are currently being assembled for distribution to the field as replacements for the existing emergency hand bulb pumps.